Event description:
On (B)(6) 2013, patient reported his infusion sets on the infusion device are leaking at the luer connection. Patient stated he noticed the leak while bolusing and his blood glucose levels also began to increase. Patient reported the increased blood glucose level is due to the leak in the system. Patient stated his blood glucose level increased to over 500 mg/dl. Patient's target blood glucose level is 150 mg/dl. Patient reported he takes a correction bolus to treat the elevated blood glucose level; no outside assistance is needed. Patient has had the device for 7 months; has not changed the adapter. Reminded patient of adapter changes. Patient stated the luer connection is tight and not loose. Patient reported he believes the leak is at the luer connection and not inside of the adapter. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
The complaint describing a leak on the luer cannot be verified. The returned material meets product specifications. Six unused infusion sets were visually inspected and tested for flow and tightness. Additionally, the dimensional accuracy of the luer was tested. All test results were within specifications.